Event description:
I had a surgery for hernia repair and scar tissue removal. The doctor put mesh in my abdomen. I have had nothing but chronic pain, nausea, vomiting, diarrhea, fever, pain, infection since my surgery. The pain is so bad sometimes I can do nothing. I must lie down and pray it stops. There is a constant pain in the area with swelling, redness, tenderness and heat that comes from this area. I feel a "poke" deep inside. I have a constant feeling that I need to urinate with sever pain if my bladder gets full. I have been to the doctor several times for these symptoms, but all they do is give me pain medicine which I do not want nor take. I would like to get to the root of the problem not cover it up. I am a widowed mother of 2 and my kids need me. I never agreed to have this stupid stuff put in me, but my doctor did it anyway. I just want everyone to know that if you have mesh put in your life as you know it is over. I have no feeling in my abdomen. My skin hurts to touch it, if you do find a spot I can feel. I have no sex life or drive because of the pain. These patches are a death trap and need to be taken off the market and the maker should have to pay for all removal cost!!! Please do further findings on this before more people are hurt by them.